Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there were black spots on display screen. Customer's blood glucose was 400 mg/dl, which was treated with insulin pump. Customer took off sun glasses and realized that spots on display screen disappeared. Customer declined troubleshooting for high blood glucose.